Event description:
A nurse reported to baxter (B)(4) that the home patient (hp) touched the homechoice (hc) and felt a small shock, while connected to the machine. An engineer spoke with the hp and a precautionary swap was arranged. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the nurse, it was stated that the home patient (hp) confirmed he suffered no harm from the incident and has been happy with the new homechoice he received.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a report of an electric shock was not confirmed or duplicated during the evaluation of the returned device; therefore, no root cause could be determined. A device history was conducted and no issues were found related to electric shock in the logs during the manufacture of the lot or serial number. Review of the service history records (shr) revealed that the device last maintenance with calibration was performed on 1 dec 2011 and the service events previous to this event were not related to this reported issue. The device was visually inspected and was ok. Functionally the device had simulated therapy performed and it worked like intended. (B)(4).